Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, who alleged the speaker did not work. A replacement speaker was ordered and shipped to the customer's site. A philips technical consultant (tc) went onsite and tested the monitor and reported no issues were found. The monitor sound was normal and there were no inoperative error messages. Based on the information available and the testing conducted we were unable to replicate the reported problem. The device remains in use at the customer's site.

Event description:
The customer reported the speaker does not work. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.